Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This is from literature source. It is reported that 10 infections were identified after breast reconstruction using mentor textured, port-integrated and biodimensional expanders, however catalog and lot number are unknown. Patients had infected expanders explanted. Additional information was received from author on 03/01/2018. The author indicated that complications occurred between 2003 and 2009. Complications did not result in the impairment of a body function or damage to a body structure. Patients received oral and/or IV antibiotics, short hospitalization, expander removal, and fully recovered. Author has always continued to use the mentor expander devices and still believes they are excellent devices. He does not believe the infections were caused by the device itself. Title: ¿decreasing expander breast infection: a new drain care protocol¿ the purpose of this study is to review a simple method for drain use to help reduce rates of infection in expander breast reconstruction. The study was conducted from july 1, 2003 to march 1, 2008.